Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the software was reloaded on the pendant and that afterward the imaging system was operational. A full system checkout was performed after the software was reloaded and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the several buttons on the pendant which are unresponsive to user touch. No patient present at the time of the event.